Event description:
Reporter alleged at 5:04 pm blood glucose measured 88 mg/dl back to back with a result of 15 mg/dl when tests were performed 1 minute apart. Customer stated having consecutive error messages prior to testing and received the 15 mg/dl prior to the 88 mg/dl reading, however, felt fine at the time. It was stated no actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.